Event description:
During a procedure the readings from a blood pressure transducer were incorrect. The pt was given medication based on the readings. There was no pt injury or complications from the medication.